Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The rx absorb 2.5 x 23 mm and 3.5 x 18 mm referenced in the report are being filed under separate manufacturer report numbers. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case 28: the procedure was to treat the mid and proximal left anterior descending (lad) artery. The patient presented with angina. Pre-dilatation was performed with a 2.5 x 20 mm balloon at 14 atmospheres atm). Two absorb scaffolds were implanted in the mid lad (2.5 x 23 mm 16 atm and 3.0 x 28 mm at 18 atm). A 3.5 x 18 mm absorb scaffold was implanted at 18 atm in the proximal lad. All scaffolds were post-dilated with a 4.0 x 15 mm balloon at 18 atm. The patient was placed on dual antiplatelet therapy (dapt) of ascal and ticagrelor. The patient returned on an unspecified date with a myocardial infarction (mi) and angiography confirmed late scaffold thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.